Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. The medical records included images. The image review was documented in the medical records. Medical records were provided and reviewed. Approximately nine years and seven months later, computed tomography (CT) abdomen and pelvis was performed and inferior vena cava filter was positioned below the level of the renal veins, however there was lateral tilt with the apex of the filter lying along the lateral wall of the inferior vena cava. In addition, there was evidence of multiple struts perforating the inferior vena cava, this included strut extending posterior and medial into the anterior margin of the l4 vertebral body. There was a lucent defect within the anterior margin of the vertebral body consistent with perforation of the cortex and extension to the medullary cavity. The strut was bordered by well-defined sclerosis along the anterior margin of the vertebral body consistent with long standing nature. There was an additional perforated strut along the more anterior and medial margin of the inferior vena cava which extended medially and was contiguous with the anterior surface of the abdominal aorta. The strut extending to the vertebral body could potentially result in injury to the aortic wall, resulting in pseudoaneurysm and possible rupture. Additional struts were seen extending anteriorly and laterally as well as posteriorly consistent with additional areas of perforation. Additional strut posteriorly extended along the more lateral border, right side of the l2 vertebral body with one more strut extending laterally and along the medial margin of the right kidney. This strut which extended to the medial margin of the right kidney appeared broken from the native filter. Additional broken fragments were seen along the apex of the filter and could serve as a course of embolization. After eleven months later, computed tomography (CT) abdomen and pelvis without contrast was performed and compared with previously computed tomography (CT) abdomen and pelvis. Inferior vena cava filter was present. Multiple legs of the inferior vena cava filter had penetrated the inferior vena cava wall with some fractured. One leg was seen scalloping into the l4 vertebral body while another appeared to extend into the wall of the adjacent aorta. Therefore, the investigation is confirmed for alleged filter tilt, filter limb detachment, and filter perforation of the inferior vena cava (ivc. Based upon the available information, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate. H10: b5,d4(expiry date: 05/2008),g4. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient prior to pulmonary embolism with a upcoming surgery planned. At some time post filter deployment, it was alleged that the filter struts detached and perforated into organs. Reportedly the computed tomography shows the struts broken off into adjacent tissue and one of the strut is extending into the vertebral body at l4. The device has not been removed and there were no reported attempts made to retrieve the filter. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. Medical record review: a vena cava filter was indicated for a history of pulmonary embolism in the patient who was pending surgery. The right groin was prepared and draped in a sterile fashion. The right femoral vein was accessed with sonographic direction and an 18-gauge needle. An 035 guidewire, then a 7fr catheter was introduced into the inferior vena cava. Venacavogram performed identified the level of the renal veins, which was localized and marked. An ivc filter was then introduced and deployed below the level of the renal veins. Follow-up venacavogram demonstrated satisfactory deployment of the filter. Hemostasis was obtained by local pressure. Approximately nine years seven months post filter deployment, a CT scan identified multiple filter limbs extending beyond the caval wall with some detached. One detached limb was seen scalloping into the l4 vertebral body while another detached limb appears to extend into the wall of the adjacent aorta. A CT scan performed ten years seven months post filter deployment noted that there were no changes in the position of the filter. Approximately ten years nine months post filter deployment, physician progress notes documented the decision that because the patient was asymptomatic, no attempt would be made to retrieve the filter unless the patient developed symptoms. Image review: based on the image provided, the CT sagittal 5 mm cut demonstrated four filter limbs perforating the ivc wall can be confirmed. Based on the image provided, the entire filter was not demonstrated in the 5 mm cut; therefore, the number of attached filter limbs could not be determined. Based on the image provided, the identity of the ivc filter cannot be confirmed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately nine years seven months post filter deployment for a history of pulmonary embolism and pending surgery, an incidental finding on a CT scan identified several filter limbs extending beyond the caval wall and two limbs detached. One detached limb was in the l4 vertebral body and the second detached limb appeared to extend into the wall of the adjacent aorta. The decision was made to not retrieve the filter as the patient was asymptomatic. No additional medical records were received for this patient.

Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only event reported to date for this lot number and failure mode. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical record review: a vena cava filter was indicated for a history of pulmonary embolism in the patient who was pending surgery. The right groin was prepared and draped in a sterile fashion. The right femoral vein was accessed with sonographic direction and an 18-gauge needle. An 035 guidewire, then a 7fr catheter was introduced into the inferior vena cava. Venacavogram performed identified the level of the renal veins, which was localized and marked. An ivc filter was then introduced and deployed below the level of the renal veins. Follow-up venacavogram demonstrated satisfactory deployment of the filter. Hemostasis was obtained by local pressure. Approximately nine years seven months post filter deployment, a CT scan identified multiple filter limbs extending beyond the caval wall with some detached. One detached limb was seen scalloping into the l4 vertebral body while another detached limb appears to extend into the wall of the adjacent aorta. A CT scan performed ten years seven months post filter deployment noted that there were no changes in the position of the filter. Approximately ten years nine months post filter deployment, physician progress notes documented the decision that because the patient was asymptomatic, no attempt would be made to retrieve the filter unless the patient developed symptoms. Image review: based on the image provided, the CT sagittal 5 mm cut demonstrated four filter limbs perforating the ivc wall can be confirmed. Based on the image provided, the entire filter was not demonstrated in the 5 mm cut; therefore, the number of attached filter limbs could not be determined. Based on the image provided, the identity of the ivc filter cannot be confirmed. Conclusion: the device was not returned for evaluation. Images and medical records were provided and reviewed. Approximately nine years and seven months post filter deployment, a CT scan identified multiple filter limbs extending beyond the caval wall with some detached. One detached limb was seen scalloping into the l4 vertebral body while another detached limb appears to extend into the wall of the adjacent aorta. Based on the provided images and medical records, the investigation can be confirmed for perforation of the ivc wall and limb detachment. Based upon the available information, the definitive root cause is unknown. Labeling review: the current IFU (instructions for use) states: warnings/potential complications: - filter fracture is a known complication of vena cava filters. - movement or migration of the filter is a known complication. This may be caused by placement in the ivc's with diameters exceeding the appropriate labeled dimensions specified in the IFU. - perforation of other acute or chronic damage of the ivc wall. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that a vena cava filter was deployed successfully, the reason for the filter deployment was not provided. No alleged deficiency with the device was reported. No other information regarding this event was provided. The patient status at this time is unknown. New information received: medical records were received and reviewed. Approximately nine years seven months post filter deployment for a history of pulmonary embolism and pending surgery, an incidental finding on a CT scan identified several filter limbs extending beyond the caval wall and two limbs detached. One detached limb was in the l4 vertebral body and the second detached limb appeared to extend into the wall of the adjacent aorta. The decision was made to not retrieve the filter as the patient was asymptomatic. No additional medical records were received for this patient.